Event description:
The user facility reported an 83-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was taken back to the operation room for impella cp removal because no pulse or blood flow to the lower leg. A new impella cp was advanced axillary into the left ventricle alongside existing impella cp. The wire was removed and new impella was ramped up to p5. Existing cp was decreased to p0 and physician explanted the original cp without any difficulty. The physician proceeded with thrombectomy to left femoral artery (lfa) which established flow and pulses were regained per doppler.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The cause of limb ischemia- reversible was patient condition related due to patient diseases as thrombectomy occurred and flow restored.